Event description:
It was reported that the user experienced incorrect meal announcements on the ilet system, where announcing breakfast displayed lunch and announcing lunch changed the prior lunch entry to dinner, leading the user to believe the pump was malfunctioning. Symptoms included episodes of high and low blood glucose. Outcomes included user-reported glycemic excursions without medical intervention. Investigation included guided troubleshooting and education, including walking the user through updating the ilet device and arranging training support. Investigation of this case revealed that the behavior was consistent with operational or use-related issues rather than a confirmed device malfunction, given that updating the device and user education were advised and no alerts or alarms were present. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.